Event description:
After the catheter has been in place for 2 days, removal was attempted. Difficulty was encountered, and the pt was repositioned. When the physician pulled on the catheter, it separated. There were no complications and there are no plans to removed the separated portion.